Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being submitted due to the completion of product evaluation.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is completed.

Event description:
It was reported that this system exhibited small r-wave measurements and over sensing of atrial fibrillation (af) when programmed to primary vector. Additionally, noise and over sensing resulting in inappropriate shocks with therapy exhaustion were observed in secondary vector. A boston scientific technical services consultant reviewed the device data and stated the issues appear to be due to a seal plug issue rather than air entrapment. An x-ray was performed and reviewed by the consultant. However, it could not be confirmed if the terminal pin was fully inserted in to the device header. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.